Event description:
Customer reported the insulin pump woke her up with a beep and when she checked it was prompting her to set the time and date. Customer was unsure what the alarm was. Alarm history was reviewed and the only low reservoir and threshold suspend alarm. Customer verified there were no other alarms noted in the device. Customer was advised that maybe a button might have been pressed when she was sleeping. Customer stated her blood glucose was high due to her not getting any insulin. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.